Manufacturer narrative:
The reported event was patient death. A complete lead was returned in one piece for analysis. As received, the s-curve hump height was measured within specification. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient passed away from an unknown cause. Analysis of session records from the device showed that the patient had experience non-sustained ventricular tachycardia (vt) and revealed no sign of device malfunction. There is no known relationship between the cause of death and any of the implanted devices. Further information has been requested and not received. Related manufacturer reference number: 2938836-2017-35420, 2017865-2017-36675, 2938836-2017-35421.